Manufacturer narrative:
Approximate age of device- 1 day. The patient remains ongoing with a new device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported after successful device implantation and during procedure the pump was running uneventfully for one hour when the flow dropped down to 0.0 lpm. The pump was removed from the apical cuff and a thrombus was seen in the inflow cannula. Physician decided to exchange the pump. The patient showed slight hemiplegia. A CT scan was performed and no abnormalities were reported. The patient was reported as stable. The event was not thought to be related to the device or device therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, did not reveal any device-related issues. A direct correlation between the pump and the reported event could not conclusively be established through this evaluation. Device was returned assembled with the pump cable severed approximately 17.5¿ from the pump header. The remainder of the pump cable, as well as the modular cable, were also returned. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event was retrieved from the returned device and contained relevant data on (B)(6) 2019 spanning from 09:56:49 to 12:52:49, per the timestamp. A downward trend in flow, beginning at 11:41:30, was noted and appeared consistent with the account¿s report that something was ingested into the inflow cannula. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. Following this event, the patient was implanted with and remained ongoing on heartmate 3 lvas, until they expired on (B)(6) 2019 due to unknown reasons. A direct correlation between the patient¿s expiration and heartmate 3 lvas could not be conclusively determined as the account reported that the device was functioning as intended and the pump would not be returned for evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2019 that the patient expired on (B)(6) 2019. The replacement pump mlp-015643 was working as expected following pump exchange earlier that day. The cause of death was not provided. The patient outcome was not device or device therapy related. It is unknown if an autopsy was performed or if the device was explanted, however, it was reported the autopsy results will not be provided and the device mlp-015643 will not be returned for investigation. Privacy laws prohibit the customer from providing additional information regarding the case, therefore, no additional information will be provided.

Manufacturer narrative:
Concomitant medical products: mlp-016467 was added as a concomitant product. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to be returned to the manufacturer for analysis. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.